Event description:
It was reported that the ventilators touchscreen was not functioning. There was no patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer was provided with part number for the touchscreen, but it was not confirmed if the part was replaced and if the device was repaired. Multiple attempts to obtain further information on the repair/service of the device have been unsuccessful. The complaint will be closed. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.